Manufacturer narrative:
The analysis was performed on a cobas taqman instrument (serial number: (B)(6)). The investigation determined that the kit s201 t-scrn mpx v2.0 96t ce-ivd assay performed within specifications. The discrepant results were attributed to the dilution effect of pooling, where a reactive sample may yield a non-reactive result in a pool due to the viral titer dropping below the limit of detection (lod) of the assay. Amplification curves for the second sample showed weak signals with late cycle threshold (CT) values, consistent with samples near the lod. Additionally, the high serology titers observed in the original sample support the interpretation of a sample near the lod. No systemic issues, trends, or related non-conformances were identified during the investigation. The device remains in operation at the customer site.

Event description:
The initial reporter alleged discrepant results between the kit s201 t-scrn mpx v2.0 96t ce-ivd assay and serology testing. On (B)(6) 2020, a primary pool of 6 (pp6) was tested and found to be non-reactive for all targets by the mpx assay. However, one sample in the pool was positive for hiv with high antigen and/or antibody titers when tested using an antigen/antibody (ag/ab) combo serology assay. Serology testing was repeated three times with consistent positive results. A primary pool of 1 (pp1) was not performed for the original sample. A second sample was collected and tested on (B)(6) 2020. The pp6 for the second sample was reactive for hiv with a cycle threshold (CT) value of 39.6. The corresponding pp1 for the second sample was also reactive for hiv with a CT value of 37.0.